Event description:
Procedure type: appendectomy. According to the reporter: the surgeon placed the device and closed the jaws. He was able to fire the instrument, but felt some resistance. The surgeon had some difficulties opening the jaws after firing the stapler. After a little struggle, he managed to open the stapler and discovered that the staples were fired, but the knife had not cut all the way through the tissue. The surgeon used a new multifire stapler to make a new resection and was able to complete the operation. The surgeon confirmed that he checked the tissue thickness and the handle of the stapler was fully squeezed upon firing. There was no extension of surgery time by more than 30 minutes and nothing fell into the pt¿s cavity.

Manufacturer narrative:
(B)(4).